Manufacturer narrative:
The previous percutaneous lead repair was reported under MFR. Report #2916596-2017-00283. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient has a history of drive line repair and presented with pump stop alarms on (B)(6) 2019. The patient got caught in the rain the previous day and was unsure if the equipment got safe. The patient woke up in the morning and felt pump stops with red heart while the device was connected to the power module. The patient was switched to battery power and had no further pump stops since then. During log file analysis, low flow, low speed, and pump stop events were observed on (B)(6) 2019 while the device was connected to the mobile power unit (mpu). The patient's previous drive line repair was performed in (B)(6) 2017 and the replaced percutaneous lead was returned and no damage was confirmed in replaced portion. There was not enough space to perform another repair. No further information was provided.

Event description:
Additional information was received that the patient underwent a pump exchange on (B)(6) 2019.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed internal driveline wire damage that could have contributed to the reported alarms and pump stop events captured in the submitted log file. (B)(6) was returned assembled with the driveline (dl) severed approximately 3¿ from the pump housing. The distal portion of the dl was returned in one segment measuring approximately 35.5¿. Evidence of a previous driveline repair was observed on the 35.5¿ dl segment. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. The returned portions of the driveline were tested for electrical continuity and all wires were found to be electrically intact. An area of rescue tape was observed on the 35.5¿ dl segment, approximately 10¿ through 13¿ from the metal connector. Upon removal of the tape, a small tear in the outer jacket was observed approximately 11¿ from the metal connector (distal to the repair site). The remaining portions of the silicone jacket appeared unremarkable. Visual inspection of the 35.5¿ dl segment revealed a breach in the insulation of the brown wire approximately 30.5¿ from the metal connector. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Examination of the remaining sections of the driveline revealed no obvious signs of damage to the wires or the underlying conductors. The returned portions of the driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of the brown wire contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground would have resulted in the low speed alarms and pump stops that were confirmed through the submitted log file. Incidental findings: 1. Cosmetic damage to the outer jacket of the external portion of the driveline. 2. Damage to the copper tape at the previous driveline repair site (previous driveline repair addressed under MFR # 2916596-2017-00283). The heartmate ii lvas IFU as well as the hm ii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, the hm ii IFU and hm ii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed internal driveline wire damage that could have contributed to the reported alarms and pump stop events captured in the submitted log file. (B)(6) was returned assembled with the driveline (dl) severed approximately 3¿ from the pump housing. The distal portion of the dl was returned in one segment measuring approximately 35.5¿. Evidence of a previous driveline repair was observed on the 35.5¿ dl segment. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. The returned portions of the driveline were tested for electrical continuity and all wires were found to be electrically intact. An area of rescue tape was observed on the 35.5¿ dl segment, approximately 10¿ through 13¿ from the metal connector. Upon removal of the tape, a small tear in the outer jacket was observed approximately 11¿ from the metal connector (distal to the repair site). The remaining portions of the silicone jacket appeared unremarkable. Visual inspection of the 35.5¿ dl segment revealed a breach in the insulation of the brown wire approximately 30.5¿ from the metal connector. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Examination of the remaining sections of the driveline revealed no obvious signs of damage to the wires or the underlying conductors. The returned portions of the driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of the brown wire contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground would have resulted in the low speed alarms and pump stops that were confirmed through the submitted log file. Hmii IFU and the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.